Event description:
A site representative reported a navigation system vertek arm that was jammed. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm ii shipped to site. Medtronic investigation finds that the returned vertek arm is very worn with many nicks and scratches over the entire surface and most of the color has faded away. The handle is slipping and is not able to completely lock down the joints. Mechanical failure - malfunction / device will not tighten. A medtronic representative performed a navigation system check-out. Replacing the vertek arm resolved the reported issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.